Manufacturer narrative:
(B)(4). The name of the initial reporter is unknown. The manufacturer representative was provided as the initial reporter name. Information regarding patient weight, race, ethnicity, and medical history were not provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, during a coil embolization of an aneurysm at the acute ischemic stroke (ais) m2 expunction, a ace guiding catheter was take to the siphon, the yoga24 microcatheter (mc24150z, c42381) and the guidewire were approached to the lesion any were delivered without any problems. It was captured the distal end of the thrombus and the revive se (frs21452299, s12765) was delivered but only the tip came out from the yoga. The micro catheter was withdrawn and the guide wire was pressed but there was strong resistance felt. Therefore, the yoga and the revive were removed. Because the ace was gone up to m2, collection was completed with a direct aspiration first pass technique (adapt) and the procedure was completed successfully. The procedure was successfully completed without further issues, however, due to the event it was delayed for minutes. There was no patient injury or complications reported. The product will be returned for the investigation. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. The guiding catheter, the ace, the yoga24 and the revive se were used as unit. The patient¿s vessel was mildly torturous and mildly calcified. A guiding catheter (cello, fuji systems co), and a y connector (terumo) were also used for this procedure. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). Additional information received clarified that the intended procedure was a thrombectomy for acute stage cerebral infarction. Thrombus was not present in the mc. Complaint conclusion: as reported by an affiliate, during a thrombectomy for acute stage cerebral infarction (acute ischemic stroke (ais) m2 expunction), a ace guiding catheter was take to the siphon, the yoga24 microcatheter (mc24150z, c42381) and the guidewire were approached to the lesion and were delivered without any problems. It was captured the distal end of the thrombus and the revive se (frs21452299, s12765) was delivered but only the tip came out from the yoga. The micro catheter was withdrawn and the guide wire was pressed but there was strong resistance felt. Therefore, the yoga and the revive were removed. Because the ace was gone up to m2, collection was completed with a direct aspiration first pass technique (adapt) and the procedure was completed successfully. The procedure was successfully completed without further issues, however, due to the event it was delayed for minutes. There was no patient injury or complications reported. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. The guiding catheter, the ace, the yoga24 and the revive se were used as unit. The patient¿s vessel was mildly torturous and mildly calcified. A guiding catheter (cello, fuji systems co), and a y connector (terumo) were also used for this procedure. Additional information received indicated that there was no thrombus percent. No further information is available. (B)(4). The thrombectomy device is located at the distal end of the introducer. The device was advanced out of the introducer. There is a bend in the delivery wire approximately 41 cm from the proximal end. There is debris on the ball tip. The ball tip and distal coil are intact. The distal coil / basket junction is intact. The basket is intact. The proximal coil / basket junction is intact. An attempt was made to pass the revive thrombectomy device through the microcatheter from this complaint (see (B)(4)). The revive device successfully passed through the microcatheter and completely exited the distal end. The debris originally observed on the ball tip is still present, and there are no changes observed to the revive device under microscopy. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the device is impeded in the microcatheter is not confirmed. The device successfully passed through the microcatheter that was used during the reported event. Debris observed on the ball tip of the revive device had no observable changes from before passing through the microcatheter to after passing through the microcatheter, indicating that the ball tip of the device did not encounter any obstruction or friction. (Obstruction or friction in the microcatheter could be anticipated to cause the observed debris to move along the ball tip, or to be removed from the ball tip, or additional debris could be anticipated to be deposited on the ball tip.) Therefore, it is unlikely that the debris is the result of an interaction between the revive device and the microcatheter. No damage or defect is observed in the structure of the revive device. Based on the information available for review, there are vessel characteristics (calcification and tortuosity that may have contributed to the event reported. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.